Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? What was the procedure date? What date /day post op was the reaction noted? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? It was mentioned the mesh was coming off prematurely. Was there any wound dehiscence is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement procedure on (B)(6) 2024 and topical skin adhesive was used. Post-op, with in the past two days the patient presented with a skin reaction to the adhesive with redness and blistering. Surgeon prescribed steroids and antibiotics even though there was no infection present. No product returning. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Yes. What was the procedure date? (B)(6) 2024 what date /day post op was the reaction noted? 3/20/24 was any surgical intervention performed? No. Were any cultures taken? Results? No. Please describe how was the adhesive was applied. Dermabond was applied to the prineo as per manufacturer instructions and allowed to dry what prep was used prior to, during or after adhesive use? Chlorhexidine prep at beginning of case was a dressing placed over the incision? Yes. If so, what type of cover dressing used? Mepilex. It was mentioned the mesh was coming off prematurely. Was there any wound dehiscence? No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. Is the patient hypersensitive to pressure sensitive adhesives? No. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No patient demographics: initials / ID, gender, age or date of birth; bmi. Ta female, age 68, bmi 28.3 patient pre-existing medical conditions (ie. Allergies, history of reactions): diabetes, htn, hld, diverticulitis, gerd has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Yes. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes. Product lot of product used? Unsure. Current patient status. Resolved after receiving high dose steroids what is the physician¿s opinion as to the etiology of or contributing factors to this event? Contact dermatitis from the prineo/dermabond this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.